Event description:
Adverse event form dated 2008, reports an acetabular insert crack that occurred intra-operatively. The event was device related. "Under reaming of acetabulum resulted in crack on section of shell." This resulted in persistent or significant disability/incapacity which categorized the event as serious. The comments add "small medial wall acetabular fracture at time of surgery." The event remains unresolved as of 2008.

Manufacturer narrative:
Investigation in progress. No additional info available at this time.